Manufacturer narrative:
J. Viveen, msc, et al. "Clinical and radiographic outcome of revision surgery of total elbow prosthesis: midterm results in 19 cases" j shoulder elbow surg (2017). Pg. 1-7 the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni , device product code - ni, expiration date - ni, date implanted - ni, date explanted - na, initial reporter - ante prkic, md; koen l.m. Koenraadt, phd; izaäk f. Kodde, md, phd; bertram the, md, phd; denise eygendaal, md, phd, manufacture date - ni.

Event description:
It is reported in a journal article that one patient experienced a periprosthetic fracture of the humerus, for which an open reduction-internal fixation procedure was performed to correct the fracture. No further information available.